Event description:
It was reported that during device change-out, x-ray showed externalized conductor between the svc coil and distal coil. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.